Manufacturer narrative:
Manufacturers narrative: section h6: health effect - clinical code: 3160 - vascular dissection - patient had type adissection before procedure. 4582 - no clinical signs, symptoms or conditions. Alternative graft was succesfully implanted. Health impact - impact code: 1802 - - death .- event was reported as deployment issue , replacement device was implanted succesfully , however patient died on the 4th dec . Clinician reported this was due to pre -existing health condition. Medical device problem code: 2577 - difficult or delayed activation - could not deploy device. Component code: 4755 - part/component/sub-assembly term not applicable - the device does not have distinct parts, components, or subassemblies. Type of investigation: 4109 - historical data analysis - (B)(4). 4110 - trend analysis - no negative trend was identified. 4111 - communication/interviews - further information has been requested from the site. 10 - testing of actual complaint device- device is on route to vascutek ltd for analysis. 3331 - analysis if production records - qc, manufacturing records were retrieved and reviewed and show that the graft was manufactured to design specification and all tests met acceptance criteria.

Event description:
This report is being submitted as follow up #2 for mfg. Report # 9612515-2023-00002 to provide corrected information regarding section d8 and correcting typo (provice to provide) in section b5.

Event description:
This report is being submitted as follow up #1 for mfg. Report # 9612515-2023-00002 to provice corrected information regarding section d7a.

Manufacturer narrative:
Manufacturers narrative section h6 health effect - clinical code: 3160 - vascular dissection - patient had type adissection before procedure. 4582 - no clinical signs, symptoms or conditions. Alternative graft was succesfully implanted. Health impact - impact code: 1802 - - death .- event was reported as deployment issue , replacement device was implanted succesfully , however patient died on the 4th dec . Clinician reported this was due to pre -existing health condition. Medical device problem code: 2577 - difficult or delayed activation - could not deploy device. Component code: 4755 - part/component/sub-assembly term not applicable - the device does not have distinct parts, components, or subassemblies, type of investigation: 4109 - historical data analysis - a five-year review of similar reported events of deployment issues in thoraflex hybrid branded grafts was completed, an occurrence rate of (B)(4) was confirmed. 4110 - trend analysis - no negative trend was identified 4111 - communication/interviews - further information has been requested from the site. 10 - testing of actual complaint device- device is on route to vascutek ltd for analysis. 3331 - analysis if production records - qc, manufacturing records were retrieved and reviewed and show that the graft was manufactured to design specification and all tests met acceptance criteria.

Event description:
This report is being submitted as follow up#3 for mfg. Report#: 9612515-2023-00002 to provide event closure information.

Manufacturer narrative:
Investigation findings: 4248 - usage problem identified - no issue has been found upon review of the retained device history records for this device. From the information provided and the visual inspection carried out on the returned system, the most likely root cause is deemed to be failure to complete the collar unruffling step of the deployment procedure as detailed in section 3.5.2 of the thoraflex hybrid IFU during the implanting process. This would leave the joint section of the device in a partially compacted state with a greatly reduced device lumen, and could result in dislodgement of the device as the tip of the delivery system was withdrawn through the joint section. Investigation conclusion: 19 - cause traced to user - root cause was deemed to be failure to complete the collar unruffling step of the deployment procedure as detailed in section 3.5.2 of the thoraflex hybrid IFU during the implanting process. Further action is not planned, however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process and if an adverse trend develops action may be taken at that time.

Event description:
On (B)(6) 2022 a thoraflex hybrid ante-flo was being implanted for a type a dissection. Prosthesis could not be detached from the system. No guide wire was used. A smaller thoraflex hybrid (tha3034x100b-g) was implanted without any problems. On the (B)(6) 2022 patient died. According to the doctor, changing the prosthesis was not the problem. Patient died due to dissection.

Manufacturer narrative:
Health effect - clinical code: 3160 - vascular dissection - patient had type adissection before procedure. 4582 - no clinical signs, symptoms or conditions. Alternative graft was succesfully implanted. Health impact - impact code: 1802 - - death .- event was reported as deployment issue , replacement device was implanted succesfully , however patient died on the 4th dec . Clinician reported this was due to pre -existing health condition. Medical device problem code: 2577 - difficult or delayed activation - could not deploy device. Component code: 4755 - part/component/sub-assembly term not applicable - the device does not have distinct parts, components, or subassemblies, type of investigation: 4109 - historical data analysis - a five-year review of similar reported events of deployment issues in thoraflex hybrid branded grafts was completed, an occurrence rate of 0.028% was confirmed. 4110 - trend analysis - no negative trend was identified 4111 - communication/interviews - further information has been requested from the site. 10 - testing of actual complaint device- device is on route to vascutek ltd for analysis. 3331 - analysis if production records - qc, manufacturing records were retrieved and reviewed and show that the graft was manufactured to design specification and all tests met acceptance criteria.